Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) has been confirmed. Upon investigation the rear response button was intermittently non-functional. The cause for the intermittently defective response button was an open connection due to a crease in the response button ribbon cable. The monitor was functional. The root cause for the creased response button ribbon cable could not be positively identified. No adverse event resulted from the creased cable.

Event description:
A us distributor reported that a patient's monitor had non-functional response buttons.